Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having a controller backup battery (ebb) fault alarm. The patient attempted to do a self-test multiple times with the mcs coordinator on the phone, which did not clear the alarm. The patient was then instructed to come into the clinic. The mcs coordinator changed out the system controller based on the sound of the alarms during the self-test and the multiple ebb fault alarms. The patient stated that the alarms had been randomly happening for the last month but would always clear with the self-test. The patient was successfully placed on a new system controller without difficulty. Log files were sent for evaluation. The event log file recorded a backup battery fault event on 16jul2024. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
B5: additional information d9: date returned to manufacturer, provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The problems resolved after the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was returned for analysis and log files were submitted. Data from the reported event date of (B)(6) 2024 was reviewed. A backup battery fault alarm was active at the beginning of the log file at 12:11:18 on (B)(6) 2024 due to the battery not passing the load test. Backup battery faults were intermittently active until the end of the log file. There were no other notable events observed in the log file. Pump operation was not affected. The system controller (serial number: (B)(6)) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. The reported backup battery fault was unable to be reproduced. Additional provided information stated that the alarms had resolved. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records (shop orders: (B)(4)) were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.